Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es erpeds was in disconnected mode and the remote smart service (rss) was offline. The customer restarted the device several times; however, the issue persisted. However, there were no delays, adverse events or injuries reported based on this event.